Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an alarm related to unexpected hall sensor movement. The customer was asleep, when the alarm happened and notices the reservoir had leaked inside the reservoir compartment. Blood glucose value was 182 mg/dl. During troubleshooting, the insulin pump gave a pump error alarm while performing the displacement test. The insulin pump was not exposed to a high magnetic field. The alarm was confirmed in the alarm history along with other error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.